Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not follow the recharge protocol, thus the ipg became inoperable. The patient¿s device is unable to connect to the charger or programmer. As a result, surgical intervention may take place to address this issue.